Event description:
It was reported by a healthcare provider (hcp) that the patient's heart rate was in the 120's after having a magnetic resonance imaging (MRI) scan. The hcp started a heart connect session with technical services and it was observed that the patient had entered atrial flutter, with the ventricle tracking in the 120's. The cardiac resynchronization therapy pacemaker (crt-p) was not pacing at this rate; it was the patient's own rhythm. The patient was not symptomatic with the rhythm. It was planned to page a local company representative to come and check the device. The crt-p remains in service.